Manufacturer narrative:
A steris service technician inspected the integration system and found that the touch panel was not responding. The touch panel present during the time of the reported event was a third party touch panel. The harmony iq 2800 integration system has usb ports which allow for the user to enable use of the integration system should the touch panel not operate properly. Although the user facility reported an isssue with their touch panel, the harmony iq 2800 integration was still active and able to be utilized via other manual override methods. The technician replaced the touch panel subject of the reported event with a steris touch panel, tested the system and confirmed it to be operational. No additional issues have been reported.

Event description:
The user facility reported that their touch panel for their integration system was not operating properly. No report of injury however, procedural delays were reported.